Manufacturer narrative:
Result: siderail cable.

Event description:
It was reported by service report that the bed electrical functions were not working causing lift to be stuck in high height and nurse call was not working. Pt was involved and no adverse consequences are reported.